Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received replace battery now alarm. Customer¿s blood glucose level was 170 mg/dl. Customer stated that the wait for insert battery alarm and insert a new or fully charged battery and the alarm occurred again. Customer also stated that they received failed battery test alarm. Customer troubleshoot was performed. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a blank display, problem isolated to the electrical board . Unable to verify battery failed alarm, replace battery now alarm, unexpected battery power loss alarm and perform the sleep current measurement, active current measurement, self test and displacement test due to blank display. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.